Manufacturer narrative:
D10 concomitant products: cagen1, cagen1 ablation generator x1, ((B)(6)) ca20l2, a20l2 20cm rein percutaneous antenna x1, (lot #s23ag003) ca190rc1, ca190rc1 ablation reusable cable x1, ((B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after a generator shut down of 1h, it had been restarted for another patient. Same general alarm was present from the start this time, but only on the 100w setting. No alarm on 75w setting, so the procedure had been started but aborted because the physician had no sign of treatment on per op medical imaging (ultrasound and CT scan control), so it seems 75w did not work despite lack of alarm (2 antennas had been used during this procedure). The patient had to be rescheduled and treated.